Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dislodged stent requiring medical intervention. Device issue: dislodged stent. It was reported that the stent dislodged in the right coronary artery during insertion. Pre-dilatation was done, but the stent dislodged before reaching this area. The stent was removed after two hours of trying to retrieve it. The angioplasty was done due to an acute mi. The physician had crossed the non deployed stent with another company's balloon and inflated it while retrieving it into the guiding catheter, but the stent dislodged onto the ostial rca/aorta. So, the stent was finally retrieved with a 0.020 guide wire, using it like a lasso. No additional event or patient information is available.

Manufacturer narrative:
Results - product performance engineering was unable to determine a conclusive root cause for the dislodged stent. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood visible in the guide wire lumen and on the stent implant. There was contrast visible in the inflation lumen. The returned stent implant was dislodged from the sds. The middle and proximal struts of the stent implant were mangled. The distal struts of the stent implant were smashed. The balloon was tightly folded except for a section distal to the distal marker that was wrinkled and loosely folded for a length of 2.5 mm. There were stent implant crimp marks on the balloon between the markers where the stent implant had been located. There was a .5 mm tear in the balloon 1.5 mm distal to the distal marker. There was a scratch in the balloon 3.5 mm distal to the distal marker for a length of 1 mm. There were two kinks in the shaft hypotube 1 mm and 108.5 cm distal to the strain relief tubing. There was one kink in the distal shaft 116.5 cm distal to the strain relief tubing. There were three bends in the shaft of the hypotube 6.5 cm, 13 cm and 40 cm distal to the strain relief tubing. There was no other damage noted to the sds. The other company's guide wire was returned. The protective sheath was not returned. The tip seal length was measured and met manufacturing criteria. The stent outer diameters could not be measured due to the stent damage. Product performance engineering reviewed the incident information and the returned device analysis. Factors that can contribute to stent dislodgement include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during prep, negative pressure during sheath removal or forced sheath removal, interaction with other devices and/or anatomy, and lesion morphology. There was no damage noted to the sds prior to use, suggesting that the stent dislodgement occurred during the procedure. Reportedly, the target vessel was heavily calcified and moderately tortuous, and there were previously placed stents, each of which could have contributed to the difficulties experienced. Analysis of the returned device found that the stent implant was dislodged. There was damage to the stent implant, including mangled and smashed struts. It is possible that the damage to the stent implant occurred during the procedure as the stent dislodged or as it was retrieved with the guide wire. Due to the damage to the stent implant, the outer diameter could not be measured to determine how it may have contributed to the difficulties advancing to the target lesion or the dislodgement. It is possible that as the difficulties advancing were experienced, an interaction with the anatomy or previously placed stents contributed to damaging the balloon and dislodging the stent implant, though this could not be confirmed. Based on the incident information and returned device analysis, a definite root cause for the failure to cross, dislodgement, and damage to the device cannot be determined. Reportedly, the rx mini vision sds was used to treat a patient with an acute myocardial infarction (ami). The device instructions for use warns that higher risks may be associated with the use of the device in: "patients who have experienced a recent (less than 1 week) acute myocardial infarction." In this case, the relationship between the ami and difficulties experienced during the procedure cannot be determined. A review of the device lot history records did not reveal any non-conforming material reports associated with the lot, and there have been no other incidents reported involving devices from the same lot. There are no indications of a lot specific product quality issue. This MDR is considered closed by the product performance group.